Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 11 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, mesh deformation, migration, obstruction, adhesions, abscess, fistula, mesh erosion, infection and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, migration, adhesions, fistula, mesh erosion and infection as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the sepramesh ip (device #3). Additional supplemental emdr's were submitted to represent the sepramesh ip (device #1, device#2, device #4 and device #5) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of sepramesh ip (device #1) per operative notes, ¿there was a large amount of the previous mesh repair. Performed a lysis of adhesions and mobilization where the previous mesh was still intact. A sepramesh ip (device #1) was placed into the abdomen using prolene sutures.¿ (note: it was unknown which mesh was used for prior hernia repair) (B)(6) 2009 - patient was diagnosed with recurrent ventral incisional hernia (x2) thereby underwent open repair with the implant of two sepramesh ip (device #2 & #3). Per operative notes, ¿attention towards the right lateral side, noted to be extensive adhesions to the anterior abdominal wall. Hernia defects seem to be that of separation of the right superior corner of the mesh (device #1) from the patient. A sepramesh ip (device #2) was secured using prolene sutures. Attention towards the left side, noted to be extensive adhesions to the anterior abdominal wall. The previous mesh (device #1) repair appears to have pulled away. Another sepramesh ip (device #3) was then placed into the abdomen using prolene sutures.¿ (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of sepramesh ip (device #4). Per operative notes, ¿the incision was made on the right side, hernia sac was dissected out. There was adhesed bowel to the abdominal wall as well as the infolded mesh (device #1, #2 & device #3). The mesh appeared to have come out on the inferior edge of the mesh. A sepramesh ip (device #4) was secured in place using prolene sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent incarcerated ventral hernia and small bowel obstruction thereby underwent open repair with the implant of sepramesh ip (device #5). Per operative notes, ¿the small bowel was adherent to the ventral aspect of the previously placed sepramesh ip. Dense adhesions were taken down. Resected portions of the mesh, as well as dissected portions of the small bowel with the mesh. A superior ridge of mesh and scar tissue was developed. A sepramesh ip (device #5) was secured in an underlay fashion.¿ (B)(6)2015 - patient was diagnosed with ventral hernia, colonic fistula and patient underwent drain placement for intrabdominal abscess. (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia and enterocutaneous fistula thereby underwent removal of mesh (device #1, #2, #3, #4 & #5) and resection of small bowel. Per operative notes, ¿the mesh was encountered. A significant number of dense adhesions were noted from mesh to bowel. The meshes were carefully dissected. Two abscess cavities containing infected fluid were encountered and the adjacent discolored mesh was also dissected out. Adjacent to this, the mesh had eroded through an adjacent piece of small bowel. Resected the small bowel. All mesh that appeared infected was fully excised. Appendectomy was performed.¿ (B)(6) 2015 to (B)(6) 2016 - patient was diagnosed with ventral hernia, enterocutaneous fistula of the intestine to the abdominal wall, appendectomy, small bowel resection and infected hernioplasty mesh. Attorney alleged that the patient had abscess, adhesions, bowel perforation, bowel removal, fistulae, infection, mesh migration, nerve damage, other organ perforation, pain, hernia recurrence and emotional injuries. It was also alleged that currently patient had huge abdominal scars, severe pain and vomiting. Plaintiff has been advised it could take 6 or more surgeries to repair the damage to her abdomen caused by the mesh.